Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl range, cause was unknown. Customer consumed carbohydrates to address bg. Additionally, it was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer was instructed to reset the pump to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.